Event description:
The customer reported in 2008 that their mrx shut off during transport.

Manufacturer narrative:
The customer reported in 2008 that their mrx shut off during transport. The unit was evaluated in the next day. The reported symptom was duplicated. The battery was defective. We will consider this a battery malfunction.